Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/08/2019. H3 device evaluation summary: one empty opened foil and dispensed suture of product code jv988, lot ml8bmzq0 were received for analysis. During the visual inspection of the suture, body fluids were found and one extreme of suture is severely cut, resulting in a clip off defect. In addition, the needle was not received for evaluation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of the performance ¿ needle pull off, is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ml8bmzq0 number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that the patient underwent colostomy procedure by laparoscopy and small laparotomy on (B)(6) 2019 and suture was used. At the end of the procedure, the needle pulled off during the suture by the surgeon. Use of another thread, the procedure has been finished without any issue. There were no adverse patient consequences reported.